Event description:
It was reported ten days post implant that the right ventricular (rv) lead exhibited undersensing and high thresholds. It was further reported that the rv lead had dislodged. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: evproplus-26us valve; implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.